Event description:
It was reported that during the procedure the guidewire perforated the middle cerebral artery. There was no other information provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication a device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during the procedure the guidewire perforated the middle cerebral artery. There was no other information provided.